Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead was damaged and exhibited varying impedance. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were impedance problem and the lead damaged. The reported event of impedance problem was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of impedance problem was due to the over torqued inner coil in the connector region. The reported event of the lead damage was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.